Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the device malfunctioned due to the use of pharmaceutical agents. However, since the device was not returned for evaluation, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿hydrating the splint with pharmaceutical agents may lead to incomplete expansion and dissolution." This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus employee reported that following a therapeutic procedure in the management of a patient with post-surgical epistaxis with chitozolve device the male patient (age between 18-34 years) suffered continuous postoperative hemorrhage upon insertion in patient with epistaxis. The device was hydrated with pharmaceutical agents. Additional information has been requested from the customer but unavailable at the time of the report.